Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition on the same day as the implant procedure. Boston scientific technical services (ts) was contacted for assistance and reviewed electrogram (egm) strips. Ts discussed that the noise appeared to be consistent with the kind of noise seen with the presence of air bubbles in the header, but some noise could be due to lead-on-lead interaction. A chest x-ray was taken and the surgically abandoned lead and new lead did not appear to physically close to one another. The device sensitivity was reprogrammed. The following day, the noise appeared to have resolved and the physician determined the source of the noise was air bubbles in the device header. However, the threshold rose sharply to 5.5 volts and the rv pace impedance rose about 300 ohms. Due to the changes in these measurements, the physician was considering whether or not to reposition the rv lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicates that the physician has elected to continue monitoring the patient and the physician suspected a possible micro dislodgement of the lead causing the increase in thresholds and noise. This lead remains in service and there were no adverse patient effects.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which noted that the lead was later explanted and replaced due to high pacing threshold measurements. No additional adverse patient effects were reported.